Event description:
Pt experienced loss of restriction and leakage from port tubing was diagnosed. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.